Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a low blood glucose and a no delivery alarm. She stated that she gave herself insulin and received another no delivery alarm so she have herself more and stated that she delivered too much. She stated that she felt it was due to an issue with the reservoir and that when she pushed a pen up to the reservoir, it would not move. The blood glucose reading was 143 mg/dl. Nothing further was reported.